Event description:
The reporter stated the device gave a system fault. No adverse effects to patient reported.

Manufacturer narrative:
Additional information: date of event, concomitant medical products, evaluation codes, additional narrative. Additional information received on 23-aug-2019 that the system fault occurred during pm process. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Inspected the pump and during power up the pump, displayed alarm with error code 112. According the investigation, error code 112 referenced to motor issue. Further investigation of the pump determined that a faulty motor is the root cause of the issue. Service will replace the pump faulty motor to correct the reported problem.